Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device was received for evaluation. During functional testing, downstream occlusion alarm was not reproduced. A review of the event history log (ehl) could not confirm the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.